Event description:
(B)(4). On (B)(6) I was inserted with the essure bilaterally in both fallopian tubes. On (B)(6) 2012 I was experiencing gallbladder problems which I changed my diet and eating habits and had to stop breastfeeding so that my daughter could get proper nourishments, (B)(6) 2013 I have an hsg test which showed proper closure to the left fallopian tube but, not to the right. Dr recommendations 1 more month for proper occlusion, (B)(6) 2013 once again a gallbladder attack which led to an emergency surgery due to the fact that I had 12hrs to live and I became septic, had pancreatitis and found out that day that I was (B)(6) pregnant. I gave birth to a boy on (B)(6) 2013. On (B)(6) 2014 the attending obgyn recommendations to avoid future pregnancy is a tubal ligation. On (B)(6) 2014 I have a tubal ligation done but the essure is left behind in the fallopian tubes for the following 3 yrs I am having: chronic pelvic pains, migraine headaches, severe pms cramps, bloating, leg pain, worsening of thyroid condition, heavy menstrual flow followed by large blood clots, breaking of back molars due to calcium depletion, acne, rashes, hair loss, weight gain, swelling of legs feet, high blood pressure, depression, unwanted pregnancy, a total of 3 surgeries, poor sex drive, painful intercourse, vision problems, I have myopia in one eye and astigmatism in the other. On (B)(6) 2017 I had to get a salpingectomy to alleviate my symptoms mentioned above.